Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2014. The device is not available for analysis. This report is filed (B)(4) 2014.

Event description:
Per the clinic, the patient experienced recurrent infection at the implant site. An incision and drainage of the site was performed on (B)(6) 2014. Subsequently the patient was treated with a ten day course of oral antibiotics. The implanted device remains.

Manufacturer narrative:
This report is filed june 30, 2014.

Manufacturer narrative:
(B)(4). The implanted device remains.